Manufacturer narrative:
Plant investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis, characterized by the presence of fibrin and abdominal pain, which required hospitalization and unspecified medical intervention. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction and/or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. Should additional information become available, the clinical investigation and file will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient was hospitalized on (B)(6) 2026 due to peritonitis. An email response from the patient¿s pd registered nurse (pdrn) revealed the patient¿s family contacted the on-call pdrn due to the patient experiencing abdominal pain and noting the presence of fibrin. The patient was instructed to go to the emergency room and was admitted to rule out sepsis. Although the specifics are largely unknown, it appears a peritoneal effluent fluid culture was collected and returned negative for growth, however the patient is being treated for peritonitis. The patient remains hospitalized as of (B)(6) 2026 and is undergoing continuous ambulatory pd (capd) without any reported issues. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.